Manufacturer narrative:
If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported a ar40e 25.0 diopter intraocular lens (iol) was inserted and removed from a female patient's right eye. According to the physician the lens was folded and checked by technician and representative. Upon attempt to implant the physician noticed the eye filled with blood, iol was removed and could not be used due to the patient's eye. Through follow-up it was learned that the doctor possibly nicked the iris or other parts of the eye while dissecting back conjunctiva and making a hole in the sclera. The lens had nothing to do with this part of the procedure. Iol was removed as a whole. No issue with iol, patient anatomy and complication with procedure led to removal of the perfectly implanted lens. At removal the incision was enlarged and sutured. There was no vitrectomy. The reason the patient was there was because they had already had a vitrectomy from a previous surgical complication. Patient had no ¿bag¿ for normal lens placement and so the physician was trying to sew in a lens for the patient.